Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have received no delivery alarms and air bubbles in reservoir. Customer's blood glucose is unknown. Customer was advised to allow insulin thirty to forty-five minutes to adjust to room temperature after being refrigirated and to not roll insulin vial between his hands. Customer was not able to continue troubleshooting. Customer will call back to continue troubleshooting. No further information provided.